Event description:
It was reported that the device could not be interrogated and symptoms could not be recorded due to a loss of blue tooth telemetry communication. There were no patient consequences.

Event description:
New information was received from the patient noting the implantable cardiac monitor's (icm) battery may have been low and they were being scheduled for device replacement. A clinician confirmed the patient was to be scheduled in the future for an icm replacement but could not confirm the reason for future replacement. Transmission communications from the device were confirmed by the clinician as occurring successfully as scheduled. There were no reported patient consequences.